Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage: battery compartment) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/18/2017 with the following findings: during investigation, the black box showed no evidence of an intermittent power event prior to the complaint date. The black box showed one pump reboot. A battery and cartridge change occurred during the pump reboot. The pump intermittently powered with the returned battery cap. The battery cap measured within specification. The battery cap threads were damaged. A test battery cap was used for all testing. The battery compartment was found to be cracked. The battery compartment threads were damaged. There was no evidence of moisture contamination inside the battery compartment. There was a cover crack observed between the corner of the display lens and the case seal. A 24 hr basal program was run with a test battery cap. There were no reboots, loss of power or call service alarms duplicated. The pump case was removed and there was no evidence of moisture on the loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).